Event description:
It was further reportedthat the lead was explanted.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned. Analysis found that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported the patient presented to the medical institution due receiving shocks. A device interrogation noted 52 shocks. Noise was noted on the right ventricular (rv) lead as well as a short interval count of 15415. The lead impedance was high, over 2500 ohm. A lead fracture was suspected. The detection of the ventricular fibrillation (vf) therapy was turned off and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2013. The weekly pace lead trend data shows an increase for max right ventricular pace = 440 to 4016 ohms peak between (B)(6) 2012 and (B)(6) 2013. Oversensing was indicated due to non-physiologic signals/sic (sensing integrity counter), the ventricular short interval count v-sic=15434 counts, in 115.9 days between (B)(6) 2012 and (B)(6) 2013. There were fifteen ventricular non-sustained tachycardia episodes less than or equal to 206 ms on (B)(6) 2013. There were thirty seven ventricular fibrillation episodes less than or equal to 210 ms average v-cycle on (B)(6) 2013. Concomitant product: d164vwc implantable cardioverter defibrillator (ICD), (B)(6)  2008. (B)(4).